Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with a pdc device approximately 9 years ago. Patient was experiencing right upper extremity radiculopathy and it was seen on imaging that the patient had anterior and posterior osteophytes. It was thought that the level was likely fused. The pdc was removed on (B)(6) 2025 and replaced with a static titanium interbody cage and anterior plate. A DHR review could not be completed as the part number and lot number were not provided and could not be determined during the investigation. Complaint trending found the rate of complaints is within the level defined in the risk documentation. A review of the risk documents found that the hazards associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the harms. The implant was not returned following the removal surgery therefore no device evaluation could be completed. Imaging was provided from during the removal surgery both before the pdc device was removed and after the level was fused. No device malfunction was seen on the imaging. No anomalies associated with the complaint were identified during the investigation. The pdc removal was completed due to bone growth / ossification. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a pdc device approximately 9 years ago. Patient was experiencing right upper extremity radiculopathy and it was seen on imaging that the patient had anterior and posterior osteophytes. It was thought that the level was likely fused. The pdc was removed on (B)(6) 2025 and replaced with a static titanium interbody cage and anterior plate.